Manufacturer narrative:
Section a1 patient identifier complete entry =(B)(6). The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 12217be00, stored at the recommended storage condition. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect hiv ag/ab combo, lot number 12217be00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 04j27-32, that has a similar product distributed in the us, list number 02p36-25.

Event description:
The customer observed false negative architect hiv ag/ab combo results for one patient, when compared to testing on an alinity I analyzer. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID: (B)(6). Initial result, on an alinity I, serial number (sn) ai02979, was 0.96 s/co. The sample was repeated in duplicate on an architect i2000sr, sn: (B)(6), results were 0.59 s/co, and 0.66 s/co. The sample was then repeated on another alinity I, sn: (B)(6), in duplicate, and the results were 1.23 s/co and 1.14 s/co. There was no confirmatory testing done on the sample. There was no impact to patient management reported.